Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height cubie drawer 2.2 was failed. A field service engineer found that plunger and u-link binding, and red manual release button broken. The fse replaced the plunger, hard stop and broken plunger spring to resolve the issue of the device. Additionally, fse performed proactive inspection and tightened drawer face. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 2.2 was failed to stay closed and required maintenance. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.